Manufacturer narrative:
Two arthroscopic burrs were returned for evaluation but it is unsure if both devices were producing the larger metal pieces that fell into the patient. While both of the returned devices passed all function testing, the visual examination of the devices revealed damage on the distal tip of the inner and outer shaft of both devices. Slight galling was observed on the inner shaft of both devices. Metal particulates were also observed on one of the devices. The observed damage on the distal tip of the devices suggests the burrs came into contact with a hard object during clinical use. Stryker sustainability solutions' instructions for use states, "do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and prevent possible patient injury." The device history record for the returned devices indicates that the burrs passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during the procedure large metal pieces were flaking off of the burr into the patient. All of the pieces were easily irrigated out no patient injury was reported by the user facility.